Manufacturer narrative:
The investigation of high purge pressure and hemolysis has been completed. The data logs were not available. Hemolysis: clinical details state that hemolysis was suspected during the case due to dark urine. The impella was placed under tee guidance. It was suspected that the clot at the outlet area resulted in hemolysis. Product was returned and evaluated. There was some biomaterial near the purge gap, but no other abnormalities. The pump passed hemolysis testing. The root cause of the hemolysis was not determined since data logs are not available and the hemolysis did not reproduce in the lab. High purge pressure: clinical details state that there were purge pressure high/blocked alarms after the pump was re-advanced post-CABG. The act was not therapeutic prior to insertion. The purge cassette was replaced with no improvements. No purge line kinks were observed. The returned product had some biomaterial in the purge gap, but it did not reproduce high purge pressure in the lab. There was no evidence of blood ingress in the purge line. The root cause of the high purge pressure was not determined since data logs are not available and the high purge pressure did not reproduce in the lab.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Hemoylsis section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction : ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ high purge pressure: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device via the right femoral artery for mechanical circulatory support and during support there was high purge pressure, low pump flow, and the patient developed hemolysis. Activated clotting time was not therapeutic prior to the impella cp device insertion. The patient was transferred to the operating room to proceed with the coronary artery bypass graft (CABG) surgery. The physician pulled the impella cp pump back into descending aorta and left at support level p-1 for the CABG case. The physician proceeded with the saphenous vein graft (svg) to the left anterior descending artery and the svg to first diagonal. The impella was re-advanced and utilizing transesophageal echocardiogram back across aortic valve. The support was increased as bypass was weaned. Purge pressure high/ blocked alarms started at this point. After weaning from bypass, the alarm persisted. The team discussed options extensively including escalation to impella 5.5, replacing the impella cp, or extracorporeal membrane oxygenation (ECMO). Given the patient's support needs and anatomy considerations, the decision was made to leave the current impella in, transfer to cardiovascular intensive care unit (cvicu) and decide on just impella cp replacement with or without ECMO placement in the catheterization lab. On arrival to the cvicu, urine color was noted to be very dark (cherry coke). The patient was waiting for the catheterization lab for the impella replacement. Impella cp device the motor current started to trend up and suction was unable to break even at support level p-1. There was concern the impella cp was failing or soon to fail. The impella cp device was eventually replaced and ECMO support added. The patient continued support for an additional five days before being successfully weaned and replacement impella cp device explanted with a survived patient outcome.